Event description:
A report was received that the patient had a suture abscess at the ipg incision site. The physician believed it was a cellulitis infection at the surface of the skin and was not device related but was procedure related. The patient's symptoms included pain, redness, and swelling at the site. The patient was placed on keflex antibiotics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.

Event description:
A report was received that the patient had a suture abscess at the ipg incision site. The physician believed it was a cellulitis infection at the surface of the skin and was not device related but was procedure related. The patient's symptoms included pain, redness, and swelling at the site. The patient was placed on keflex antibiotics.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein, the paddle lead was repositioned. During the procedure, the physician found out that the patient had a csf leak which the physician repaired with a duraseal. The patient was hospitalized for observation. The patient was then discharged and was doing well.